Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively after a gynecological surgery, the device burned and burst the surgical site.